Manufacturer narrative:
The device was returned and evaluated by olympus. As noted in b5, the unit¿s probe cover was chipped. A definitive root cause could not be identified. However, based on the results of the investigation and the condition of the returned device, it is believed that prolonged fatigue ultimately leading to component failure caused the reported malfunction. If additional information becomes available following the device evaluation, a supplemental report will be filed. Olympus will continue to monitor the field for similar events.

Event description:
The customer originally returned their olympus ultrasonic gastrovideoscope due a separate issue. However, during the device evaluation, it was discovered that the unit¿s probe cover was chipped. There was no patient involvement during this event.